Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual inspection and functional testing identified the reported condition as a leak located on the back edge that sprayed water and would have been obvious if present during bag filling. Magnified inspection of the leak location found a cut, which extended around the bag from the front side to the back, with a longer cut dimension on the back side. This indicates the bag was full, with sides/edges raised, when the cut occurred. Additionally, the manual add port had been used. As manual additions are made after the bag is filled, it is unlikely additives would have been made if an obvious leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) date of event unknown. Initial reporter operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on left side. The leak was discovered by the patient prior to use. This report documents no patient injury or adverse events. No additional information is available.